Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the had been alarming check for empty tubing or reservoir. Several attempts had been made to restart the pump, but it had continued to alarm. The pump had then started alarming to check for a damaged cassette. Efforts had been made to reposition the bag, ensure the spike was fully inserted, and change the battery, but the pump had continued to alarm. There was a patient involvement and no patient harm adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.